Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1456, awareness date 13-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer was (B)(6) when essure was put in her, she weighed (B)(6) she was healthy active and loved life. She stated that she put on 20 pounds within 2 months after essure insertion. She hates seeing herself since she weigh 200 pounds. She has never weighed like this even during all 3 pregnancies. She is depressed more than often and experienced 5 years of non stop period blood, she bled 24/7 and she is perpetually pmsing (interpreted as pms, premenstrual syndrome). Essure was removed on (B)(6) 2015 due to excessive bleeding and pelvic pain. It stopped so much more the day after she had ankles again the itching had stopped immediately. She has also stopped going to her pain management appointments that she went to 2 times a week. Which consisted of injections to bring the inflammation down in her neck and shoulders, e-stem and massage and light physical therapy. Also every 3 months she had the fluid in her hip drained from bursitis. None of it bothers her anymore. She even started working out. She can get on her knees. She can stay awake, she is not in constant pain. She has not had a headache in months now when they were every single day. Result and assessment of the product technical complaint investigation received on 28-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding (interpreted as genital bleeding) and pelvic pain. She had essure removed. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering that genital bleeding and pelvic pain might occur with essure therapy and based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since essure was removed. Additionally, non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.